Event description:
As reported, the user discovered that the basket of ngage nitinol stone extractor was not functional. The basket was found to be non-functional after several stone removal. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E3- complaint contact number: (B)(6). G4- PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. As reported, the user discovered that the basket of a ngage nitinol stone extractor was not functional. The basket was found to be non-functional after several stone removals. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ngage nitinol stone extractor was returned in opened packaging for investigation. When functionally tested, the handle will actuate basket formation. Splits in the sheath that hold the basket wires in place was observed. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the DHR. The work order for lot was reviewed and a nonconformance for "shrink tube damage" was recorded, which is similar to the returned device. The non conforming product was scrapped, and each device is function checked for open/close function and the basket formation visually inspected. A database search revealed no other complaints had been reported from the complaint device lot. The product specification for the ngage nitinol stone extractor was reviewed, and all extractors are verified to assure the basket opens and closes properly as well as being visually inspected for damage. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU, t_shef_rev1 was reviewed and the IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause of the damage to the basket sheath was not established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.